Event description:
It was reported that the patient's right hip was revised due to high cocr and hip pain. An x3 liner was implanted. Cup, head and screw from primary remained implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding high cobalt/chrome levels (altr) involving an mdm liner and a femoral metal head was reported. Conclusion no allegation of failure was made against the reported device, further to this a review of the chemical composition of the device indicated that cobalt and chromium are elements that are inherent in the device material. Based on the information provided there is no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that the patient's right hip was revised due to high cocr and hip pain. An x3 liner was implanted. Cup, head and screw from primary remained implanted.